Manufacturer narrative:
X-ray image review: a portion of the percutaneous screw tower is still attached to one of the s1 screws on a post-op x-ray from a percutaneous l5-s1 tlif. This is possible if the instrument used to fracture the tower from the screw head is not seated all the way against the screw when it is time to remove the tower during the procedure. Potential harms include post-op pain and second operation. Recommend removal of retained fragment. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion. Intra-op, while breaking the cannulated multi-axial screw, the extender broke and was left attached to the screw. The broken part of the extender remained inside the patient. No patient complications have been reported currently.